Manufacturer narrative:
Date of initial report sent: 11/09/2009.

Event description:
Procedure type: anastomosis. According to the reporter: the pt was operated on 09/24/09, he got a anus preter relocation. The first revision occurred in 2009, and showed an anastomotic breakdown with beginning peritonitis; anastomotic new proneness, rinsing and repeated proneness of preternatural anus. The surgeon asserted, that he made the anastomosis with a continuous seam and he made a minimum of 5 knots. The pt lies in the intensive care unit. More info requested.